Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Torque engagement testing was performed, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a separation between the female connector and main body was identified on the minicap transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.